Manufacturer narrative:
Customer returned the insulin pump for an alleged display stuck on the medtronic logo with vibrating alert, frozen display, and unresponsive keypad found on (B)(6) 2021. The insulin pump passed the displacement test, keypad voltage test, and the self test. All buttons are responding properly. The insulin pump was monitored and no frozen display noted. The insulin pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The connector on electrical board 1 was locked properly during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Device display stuck on the medtronic logo with vibrating alert, frozen display, and unresponsive keypad are not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and keypad anomaly. Customer stated their insulin pump was vibrating and just showing a blank screen with the medtronic logo. Customer even changed the battery but still the issue persisted. Customer stated that the buttons were not responding. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer reported the time clock did not advance. Customer reinserted batteries but buttons did not work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.